Manufacturer narrative:
See medwatch 2032227-2014-45427 for additional information about the insulin pump. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer's blood glucose level at the time of the report was 312 mg/dl; he treated his high blood glucose levels with manual injection. The customer had received multiple no delivery alarms from his insulin pump. The customer changed his insulin pump's battery as well as his unomedical insulin infusion set with the same result. Standard troubleshooting was performed. The insulin pump performed according to specification. The issue could have been caused by an occlusion in the reservoir or unomedical infusion set. The product is being returned. Nothing further was reported.